Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited fracture on electrode end. Additional information indicated that the system including this lead was explanted due to pocket infection. No additional adverse patient effects were reported.